Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was removed with no patient injury, no enlarged incision or sutures. The reporter stated the cause of the lens tearing was due to technician error, the technician used the wrong injection system with this model lens.

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found a piece of the lens optic torn off and missing. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to user error.